Event description:
Nine days after the procedure, the pt presented to the physicians office with chest pain. An emergent repeat angiography was performed which revealed that both previuosly treated vessels were filled with thrombosis. To treat the thrombus, angiojet was performed on both of the vessels. A balloon angioplasty was performed on the rca. A 3.0 x 28mm cypher stent was deployed in the rca. A 3.0 x 13mm cypher stent was deployed in the while on the table, the pt was intubated and CPR was performed due to slow flow. The pt stabilized. They were transferred to ccu. Two days later the pt expired. Per the physician who performed the second procedure, there was no confirmation as to whether the pt was complaint with her plavix regimen being that they never regained consciousness. Also, the pt went into renal failure and had numerous ailments.